Event description:
The patient reported that they were having trouble with their implant. The patient stated they had the trouble for a long time but other unrelated health issue prevented them from pursuing a solution. The patient wanted to meet with a rep. Patient reported no therapy change. When patient can get it charged enough to use it as there are times they would try for hours to charge and it wouldn't charge. Patient indicated they started to get error reports and sometimes can get it to work. Patient has been working with rep who has replaced pieces like paddles, controller, charging cord. Patient reported issue has not resolved. Patient indicated they have had trouble for 2 years now but other health issues stopped them from connecting with hcp. Patient reported system problem please call medtronic seen, software problem intellis 3.6, 243, qf port, recharger problem, batteries low.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and stated previous information documented in this case. Patient got the software problem (1 intellis 2 3.6 3 1559 4appmanager.c) message and had been having trouble charging the implant (ins). During the call there were no damages on the recharger and controller charging port. Patient plugged the recharger and patient got poor recharging quality. Patient attempted to adjust the paddle and got good but the quality went back to poor. Pt reported that the controller screen would go white when recharging their ins, so they would have to keep resetting the controller. Pt confirmed that there was no apparent damage to the equipment and that the rtm was not getting hot while recharging their ins. Patient had been seeing their manufacturer representative (rep) multiple times about the charging issue and charging also took hours to charge and rep could not resolve the issue. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.